Manufacturer narrative:
Correction: h9 updated.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Upon review of complaint record, it was noted field h9 was inadvertently marked as fy24-omsc-06 instead of 3002808148-10/09/2023-001-c.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: from the inspection of the repair department, this phenomenon was newly recognized. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high insufflation unit exhibited the failure of the 1st pressure reducer. There was no patient involvement.